Manufacturer narrative:
Age at time of event: (B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: it was reported by the customer that the catheter was hard to thread on the first IV attempt and on the second attempt, the rn was unable to utilize the push button safety recoil. IV attempted in septic patient. IV catheter was hard to hold and this rn felt as though I had less control over the catheter when attempting IV. The catheter was also hard to thread off on first IV attempt. Second IV attempt I was unable to utilize the push button safety recoil. I was forced to pull needle out and place in sharps container immediately as the safety action failed. Both IV catheters were disposed of and pressure bandage applied to patient. No secondary IV access was obtained at this time. This is a new product that the nursing staff are becoming familiar with. This is an organization wide change, staff have been encouraged to report any more safety concerns with new IV equipment.